Event description:
The ceiling mounted microscope was being moved into its storage position when the microscope fell to the floor. There were no injuries or pts involved. The mounting post assembly that secured the microscope assembly to the ceiling was returned and evaluated by the MFR. Examination of the 2 setscrew marks on the shaft indicates that the post was not fully installed into its mount during the original assembly. Secondary setscrew marks on the shaft indicate that the setscrews were re-tightened at some point, with the shaft un-threaded by about one rotation. The design of this device was changed in may of 1999. The assembly is now drilled and pinned, thus replacing the set screws with 2 dowel pins that prevent the assembly from loosening.